Event description:
It was reported that during a gastrectomy procedure, when the surgeon closed and fired the device, the staples appeared not to hit the pockets. They did not appear to be aligned properly with the anvil therefore when fired, the staples did not form the proper 'b' shape. Another device was opened and placed adjacent to the first device then fired to correct the area of malformed staples. The surgeon states that there was no complication from the device. However, some time after the procedure, the patient expired. Spoke to the surgeon on 1/25/2010 and received the following information: he did not have any issues firing the device. Unsure of the patient's cause of death, but it may have been a massive pulmonary embolus because it happened so fast. An autopsy was not completed. The family declined. Patient did not recently undergo radiation or chemotherapy. He does not feel that speaking to an ees surgeon is necessary because the patient¿s death was completely unrelated to event [with the device]. Patient's diagnosis was gastric cancer; it was metastatic, not curable.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.